Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A user facility nurse reported that during a patient¿s hemodialysis (hd) treatment, a hole was found in the fresenius bloodlines and the patient¿s blood was unable to be rinsed back. The event occurred at the end of hd treatment when the patient was to be rinsed back with the remaining blood in the bloodlines. Blood was observed coming from a pinhole observed in the arterial bloodlines. There was no blood noticed at any time during the hd treatment; however, the machine gave multiple arterial pressure alarms during hd treatment and the staff was required to lower the blood flow rate. The patient¿s estimated blood loss was reported to be approximately 50 milliliters (ml). No patient adverse effects or injuries were experienced and no medical intervention was required. The patient had completed hd treatment prior to the event. The bloodline device was not available to be returned to the manufacturer as it was discarded.

Event description:
The patient¿s estimated blood loss was reported to be approximately 250 milliliters (ml).